Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 442 mg/dl and a corrective bolus was delivered. The customer observed air bubbles in the tubing. The air bubbles were primed and insulin delivery was resumed. Upon follow up, bg was 450 mg/dl and the pump time was found to be off by 45 minutes. The cause was not known. Tandem technical support assisted the customer with correcting the time. Reportedly, the infusion set was changed.